Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 4 months and 13 days. A full evaluation of the device could not be conducted as the device remains implanted supporting the patient. A review of the device history records revealed that the device met applicable specifications. A correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. Bleeding is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to a local emergency room with complaints of blood in the stool, weakness and dizziness. Laboratory test results indicated decreased levels of hemoglobin and a supratherapeutic inr. Anticoagulant therapy at the time of the event included warfarin and aspirin. Upon being transferred to the lvad implanting center, 1 (one) unit of packed red blood cells (prbcs) was transfused and warfarin was held. During the admission, 2 (two) additional units of prbcs were transfused over a 24-hour period. The site of the gi bleeding was not identified. Additional information was requested but has not been provided.